Event description:
It was reported that this right ventricular (rv) shock lead impedance has been hovering out of range, measuring about 125-140 ohms, and greater. Technical services noted that there is concern, when the delivered shock impedance is greater than 145 ohms and typically, the measured shock impedance is 30-60 ohms higher than delivered shock impedance. Shock delivery was recommended, to determine difference between the measured versus delivered impedance. Additional information was received mentioning that the implantable cardioverter defibrillator (ICD) was explanted, and the rv lead was surgically abandoned. The ICD triggered a code 1005 related to a short circuit condition and the rv lead had continued showing the impedance trend upwards, out of range. No information on device return according to the field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) shock lead impedance has been hovering out of range, measuring about 125-140 ohms, and greater. Technical services noted that there is concern, when the delivered shock impedance is greater than 145 ohms and typically, the measured shock impedance is 30-60 ohms higher than delivered shock impedance. Shock delivery was recommended, to determine difference between the measured versus delivered impedance. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.